Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of the device failing binary test for the barrel clamp position was confirmed during the investigation. Alaris system maintenance software was used to perform the binary switches test. The syringe module failed the test on the open barrel clamp position. The syringe module was disassembled, and the internal frame was observed broken around the cavity for the barrel clamp assembly, the barrel clamp assembly was observed misaligned, and the linear potentiometer was observed disengaged. The linear potentiometer was reengaged, the barrel clamp was realigned, and the internal frame was temporarily replaced with a known-good internal frame for testing purposes only and the syringe module was assembled back. The binary switches task was performed. The task failed to detect the barrel clamp in open position again. The device was re-opened and the linear potentiometer was temporarily replaced with a known-good potentiometer for testing purposes only. Using the alaris system maintenance, preventive maintenance tests were performed on the syringe module to ensure the device was operating within specification. All test passed with no issues noted. A review of the suspect syringe module error log found no records. The review of suspect syringe module event log showed that on 14nov2024 at 10:23 am the suspect channel was attached /powered on. At 11:17 am, the channel was selected and a 20ml bd syringe was detected with a volume of 17.839ml. A new infusion was loaded into the channel with a rate of 30ml/hr and a volume to be infused (vtbi) of 17ml. The infusion was started. At 11:35 am, the channel was selected and a new infusion was loaded with a rate of 24ml/hr and a vtbi of 8.4801ml. The infusion was started at 11:55 am, the unit was channeled off. The alaris technical service manual states in chapter 2 --- checkout and configuration in ¿summary of warnings and cautions¿ the next statement: if a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. Bd alaris syringe module and pca module technical service manual (12.3) states, failure to perform regular and preventive maintenance inspections may result in improper device operation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect syringe module s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary test for barrel clamp. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary test for barrel clamp. There was no patient involvement.